Manufacturer narrative:
This report is associated with (B)(4), ultra corega flavor free. Ultra corega flavor free is marketed as poligrip in the us.

Event description:
Hospitalization. Accidental intake [accidental device ingestion]. Abdominal pain. Case description: this case was reported by a consumer via call center representative and described the occurrence of hospitalization in a (B)(6) female patient who received double salt dental adhesive cream (ultra corega flavor free) cream for adhesion. On an unknown date, the patient started ultra corega flavor free. On an unknown date, an unknown time after starting ultra corega flavor free, the patient experienced hospitalization (serious criteria hospitalization and gsk medically significant), abdominal pain and accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the hospitalization, abdominal pain and accidental device ingestion were unknown. It was unknown if the reporter considered the hospitalization, abdominal pain and accidental device ingestion to be related to ultra corega flavor free. Additional details: it was reported that the patient had removed her prosthesis and the product remained on her mouth, so she swallowed it. Due to this, she experienced persistent abdominal pain for 12 hours. The patient did not receive any medication for abdominal pain. The consumer informed that she takes medication for liver (did not specify). It was reported that the patient was hospitalized for unknown reason.